Event description:
Huang inner ear shunt comes in a white peel pack that looks sterile and does not say non sterile. It only says non sterile on the box. The sterilization instructions are vague and confusing. We contacted the manufacturer for updated sterilization instructions. They tell you to sterilize in the peel pack, however there is no indicator in the peel pack. They do not tell you how long to dry. I am attaching the instructions that came in the box and the updated instructions sent from the manufacturer. We are concerned with the safety of packaging and the sterilization instructions. FDA safety report ID# (B)(4).